Event description:
It was reported, the patient had a urinary tract infection. It was noted that urinary analysis showed positive for leukocytes. It was reported the patient was prescribed cipro for five days. It was noted the patient¿s symptoms resolved without sequelae on 2010 (B)(6).

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v492289, implanted: 2010 (B)(6); product type lead. (B)(4).